Event description:
The customer reported that while the central station was in use monitoring pts along with telepacks at the bedsides, a pt had what looked like 1-2 second pauses followed by what looked like escape beats, and 1 long pause in particular of about 17 seconds. The ECG showed a flat line without a wandering baseline and the apparent escape beats were not very wide. At the time, multiple "lead off" messages were displayed, but the leads appeared to be on securely. They performed a lead test on the telepack, and all of the test lights lit. A pacemaker was put in the pt, during which time the pt was put on another monitor, which showed no pauses. After putting the demand pacer in, the pacer did not need to pace at all. The customer did not contact datascope at the time, and did not save any documentation of the event or segregate the telepack involved in the event. The customer reported the incident to datascope on october 30th, indicating that the event had occurred earlier in the month. They could not provide the exact event date.

Manufacturer narrative:
Datascope service visited the site on 11/3/06 and performed an eval of the central station involved in the event. It was found to be operating according to factory specs. Unfortunately, as noted earlier, the telepack involved in the event has not been segregated for eval. There was no indication of what may have caused the "lead off" messages the customer reported seeing. However, an intermittent connection such as a lifted electrode patch could have caused the lead off messages, and the telepack leads might still light up (indicating the intermittent lead off condition was resolved) during a subsequent test. There is no indication that the panorama central station monitoring system malfunctioned. The clinicians appear to have misinterpreted the "lead off" messages and resulting ECG flat line waveform as pauses followed by escape beats, and performed an implant without confirming the pt's physiological condition. The customer requested and rec'd datascope's clinical feedback on the event via letter.